Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they saw an error message (antenna over heating) on their insr while charging on the couch. It was reviewed that the patient should allow airflow to the antenna disc while recharging. It was also reported that the patient was still getting poor coupling. A new antenna was sent to the patient, and they were advised to follow-up with their hcp if the issue did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the slightest change in position causes the loss of all coupling bars or other times they can maintain 4+ bars if they are lying on their right side. They reported that they are waiting to meet with their pain management doctor to look at the device implant area. It was reported the adhesive discs did not resolve the issue. They can feel the shift in position of device, i.e. From side to side, up and down. The movement was reactive to position change and they lose bars. The patient stated they first experienced the ins moving and difficulty charging in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient was having problems with migration and recharging issues. The patient requested adhesive discs because it was taking forever to recharge. Because of the type of pain she has, it is okay when she is standing but has other issues and states she has other unrelated issues. The best way for her to get a signal is when she is standing. The patient additionally explained that it just takes 4-5 hours to charge when her battery level is down to 25% and states she cannot stay in one position for that long. The patient then stated it has always been this way since implant. The patient stated the device was not charging at all and moves too much. The patient stated her device is great and that recharging was difficult because it takes so long. Adhesive discs were sent. No further complications were reported/anticipated.